Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition and paravalvular leak requiring intervention are known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), loss of pacing capture and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, a combination of patient (severe/bulky aortic valve) and procedural factors (poor image intensifier angle, movement of the delivery system by the operator) contributed to the aortic deployment and subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during the transfemoral tavr procedure, the first 26mm sapien valve was positioned in a 50:50 position; however, during deployment the valve moved and was deployed 90:10 aortic, resulting in 3+ paravalvular leak (pvl). The valve was post-dilated with an additional cc of fluid, but there was no significant improvement in the pvl. The patient remained hemodynamically stable and the decision was made to deploy a second valve. The second 26mm sapien valve was deployed in a more ventricular position. A post deployment echocardiogram (tee) showed little change in the 3+ pvl. The second valve was post dilated with an additional cc of fluid, but there was still little improvement in the pvl. After further evaluation by tee it was determined that the pvl was being caused by a large bulky piece of calcium. It was then decided to place an amplatzer vascular plug. A guidewire was placed through the pvl site with echo and fluoro guidance and the amplatzer vascular plug 4x8mm was deployed. Tee assessment post plug showed an improvement of the pvl to 2+. The patient was transferred to the unit in stable condition. Additional information provided by the cs indicated that the second valve had been deployed half way below the position of the first valve. The aortic deployment was attributed to the poor image intensifier angle and the movement of the delivery system by the new operator. The aortic valve was severely (bulky) calcified, the aortic root had minimal calcification, and the ejection fraction was 73%. The patient had no mitral annular calcification (mac) and mild ventricular septal hypertrophy. Additionally, the image intensifier angle was noted to be fair and the coaxial alignment of the delivery system and valve was noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.